Event description:
Event description: guidant received information that this implantable cardioverter defibrillator (ICD) was emitting tones at irregular intervals. No fault codes were observed and interrogation demonstrated normal device function. However, the ICD was still explanted and replaced.